Event description:
A user a facility reported that an administration set used with a curlin infusion pump leaked during use. The exact location of the leak was not described. There was no report of patient injury.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Curlin is expecting return of the device from the complainant.